Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Although no patient anatomical information was provided, it is possible that the balloon material was damaged (scratched) during interactions with the stent implant, the lesion and/or other devices such that upon inflation attempt, the balloon ruptured. Ultimately, return of the product may have aided the investigation in determining a cause for the experienced rupture. Reportedly, the catheter was pressurized above rpb to 26 atmospheres. It should be noted that the product instructions for use warns: balloon pressure should not exceed the rbp. Use of a pressure-monitoring device is recommended to prevent overpressurization. In this case, inflating the balloon catheter beyond its specified rbp may have contributed to the experienced rupture. Based on the information received with this complaint, the reported balloon rupture may have been related to operational context of the device; however, without the product to examine, a definitive cause cannot be determined. To ensure this type of damage is not a result of a potential manufacturing or product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity.

Event description:
It was reported that after placing a 2.75 x 38 mm xience prime in the left anterior descending artery, treatment of the side branch/first diagonal could not be performed because of trying to cross through the previously placed stent struts with the 2.25 x 23 mm xience prime. The side branch was rewired, but after several tries with different balloons a 2.0 x 15 mm mini trek crossed and was inflated to 26 atmospheres resulting in balloon rupture. Another attempt was made to cross with a non-abbott balloon catheter to widen the side hole failed. An attempt was made to place a 2.25 x 8 mm xience prime through the stent struts; however, this failed. Finally the procedure was finished without any ballooning or placing a stent in the first diagonal branch. No patient effects were reported. No additional information was provided.